Manufacturer narrative:
The initial reporter was the distributor on behalf of the customer.investigation/conclusion:it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. The retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed and the lot met release specifications.the root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Investigation pending.

Event description:
The customer reported a variance between the inratio inr result and the laboratory inr result. Results are as follows: date: (B)(6) 2015, inratio inr: 1.6, laboratory inr: 2.9. The therapeutic range was 2.5 - 3.5. The nurse believes that the time between testing was less than one (1) hour but cannot be sure. The customer reported that they are physically dropping the blood onto the testing strip. There was no reported adverse patient sequela. There was no additional information provided.